Manufacturer narrative:
B6, b7, d11 - unknown/no information available from user facility sectionf f10. Patient codes 2202 -unknown / no labeled device codes 2347 - breakage of wire (deployment suture) / not labeled. Information supplied in section f was completed by the manufacturer based on information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has not been received by the manufacturer. An evaluation has not yet been performed. Theefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unalbe to determine the relationship between this device and the cause for this envet at this time. Our directions for use outline appropriate placement, access and mintenance procedures. Bsc reference #: tw129905 / a00024388 date filed: 21 june 2006.

Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for placement of an esophageal stent. The ultraflex esophageal stent could not be fully deployed. The deployment auture broke when the stent was approximately 30% deployed. The clinican removed the stent without issue. Another of the same device was successfully placed. There is no further information available at this time.